Event description:
During an endometrial resection, the plastic tip of the resectoscope broke into little pieces. Small pieces of brown plastic were removed from the endometrial cavity. A few tiny flecks appeared to be imbedded wtihin the fundus and could not be removed even after irrigation with glycine.